Event description:
Additional information was received from a manufacturer representative (rep). The rep noted that prior to the ins being in overdischarge, the ins was working; however, the ins was now not working because it was in overdischarge. The patient attempted to bring the ins back for 8 hours, and it did not recover. Patient was frustrated and is no longer interested in recovering the overdischarged ins. The device is still in use/implanted so it will not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they have not used their device in 2 years because it never worked for them. Caller stated that they need to have an MRI for a back surgery, but they can't find any of their external equipment.  Patient stated they could not remember and could not provide any information about their implant. The patient was transferred to replace the devices. Patient stated their MRI is to see what to do for the back surgery. Patient stated the back surgery was the reason the ins was implanted and the ins never worked and they had to reposition the device. Patient stated she had a rough two years and does not remember much. Agent assisted patient with using the new model external devices and ins was in passive recharge mode for a long time. After consulting, agent stopped the passive recharge process. Agent asked patient to connect with the older model and they were getting  the reposition antenna screen. Agent reviewed since the ins haven't charged for a long time the ins is in possible over discharge state. Manufacturer representative (rep) reports patient's ins is in over discharge. Caller does not know when patient last had a successful charge, maybe a couple of years ago. Caller reports patient does not have a managing physician. Reviewed physician recharge mode. Reviewed clearing por message. Caller stated they've done 4 physician recharge mode and ins hasn't started charging normally yet. Reviewed what to watch for as ins comes out of over discharge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.